Event description:
It was reported by the rep that a device was used during a laparoscopic cholecystectomy. The device was working intermittently during the case and finally quit working. The case was completed with another device. There was no patient consequence.